Manufacturer narrative:
(B)(4). Can you clarify if the stent was placed intra-op or post-op? Post-op. What was the location of the bile leak in comparison to the stent placement? Unknown. Did the surgeon experience any problems with the device during the initial procedure? Unknown. How many clips were fired during the procedure? Unknown. Was the device fired over an existing clip? No. Can you describe the shape of the clip/s? Unknown. Was a cholangiogram being used? Unknown. Is the patient expected to have a full recovery? Yes. Was there any change in the patient¿s post operative course? Yes, they had to place a stent post-op. Patient's sex, age, and weight? Female, unknown, unknown. Did the patient have any pre-existing conditions? Unknown. How long has this surgeon been using this device? Since it launched. Are you aware of the last time the surgeon or staff was in-serviced for this device? 6 months ago.

Event description:
It was reported that after a laparoscopic cholecystectomy, the patient had a bile leak and had to have a stent put in. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify if the stent was placed intra-op or post-op? What was the location of the bile leak in comparison to the stent placement? Did the surgeon experience any problems with the device during the initial procedure? How many clips were fired during the procedure? Was the device fired over an existing clip? Can you describe the shape of the clip/s? Was a cholangiogram being used? Is the patient expected to have a full recovery? Was there any change in the patient's post operative course? Patient's sex, age, and weight? Did the patient have any pre-existing conditions? How long has this surgeon been using this device? Are you aware of the last time the surgeon or staff was in-serviced for this device? Is any further support needed from ees regarding this event or the use of the device? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.